Event description:
It was reported in a literature article that the m1 segment of the middle cerebral artery (mca) was dissected by the guidewire. The patient experienced a major ipsilateral stroke that resulted in death. No further information is available.

Manufacturer narrative:
Event date: it was reported in a literature article that a study was conducted on patients treated with wingspan stents between february 2006 and october 2011, therefore the exact event date is unknown. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection, stroke, and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event. The subject device is not available.